Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an unspecified issue with "bedside alarms from ICU bed 7 to room ccu 3". The device was reported to be in use on a patient, but no adverse event to patient or user was reported.